Event description:
It was reported that, "painful hip a lot of scar tissues no bony on grouth on cup. Cup was extracted without use of any tools just pulled out with fingers. Large cystic vein around cup."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.